Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, the cause of the reported difficult removing lock line was unable to be determined. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
All available information was investigated, and the reported difficult lock line removal was confirmed via returned device analysis. Additionally, the lock line was observed to be knotted, frayed, and deformed. The l-lock tabs were observed to be scratched. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information and the returned device analysis, the reported difficult removing lock line appears to be a cascading event of the observed knotted lock line. The observed knotted, frayed, and deformed lock line are likely results of procedural circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
The clip remains in the patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4, a restricted posterior, and a mean pressure gradient of 2mmhg. An xtw clip was inserted and placed on the mitral valve. While deploying the clip, it was noted the lock line (ll) was difficult to removed. After troubleshooting, the ll was able to be removed. The clip was deployed, reducing mr to a grade of 1-2. However, the gradient increased to 7mmhg. Although the gradient increased to 7mmhg, the physician was satisfied with the results of the procedure. There were no adverse patient effects and no clinically significant delay in the procedure.